Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not deploy after pressing the release button and hemostasis failed. Manual compression was applied and the procedure completed. There was no reported patient injury. The device was used in a carotid stenosis surgery. The use is experienced in the device. An unknown cordis short sheath was used with a retrograde left femoral approach. The user followed the 40° slow withdrawal technique. After the bleed-back stopped, a further 1 cm withdrawal was made and the indicator window turned black black. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, b7, d10, g3, g6, h1, h2, h3 and h6. As reported, the plug of a 7f exoseal vascular closure device (vcd) did not deploy after pressing the release button and hemostasis failed. Manual compression was applied and the procedure completed. There was no reported patient injury. The device was used in a carotid stenosis surgery . The use is experienced in the device. The exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Suitability of the femoral artery was confirmed via angiography, including the 30-45 degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be at least 5mm, and there were no visible calcium, plaque, stents, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the puncture site. The vessel did, however, have greater than 50% stenosis at or near the puncture site. The target femoral site had not been closed with any device or manual compression within the previous 30 days. An 5f cordis avanti+ short sheath was used with a retrograde left femoral approach. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until it engaged with the indicator wire cowling, locked with the handle assembly, and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window turned solid black with no red color observed during retraction. The exoseal vcd was securely locked with the vascular sheath introducer, and there was no issue or damage to the deployment lever. The user followed the 40° slow withdrawal technique. Pulsatile flow was observed from the bleed-back indicator, and both the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. After the bleed-back stopped, a further 1 cm withdrawal was made and the indicator window turned black-black. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was observed in the black/white and red position. No additional anomalies were observed during the visual analysis. Dimensional analysis was technically not required since the unit arrived in a fully deployed condition, making internal diameter verification unnecessary for this case. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state. A high magnification evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received fully deployed. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed without the plug. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. In addition, it was mentioned that a 5f sheath was used. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) did not deploy after pressing the release button and hemostasis failed. Manual compression was applied and the procedure completed. There was no reported patient injury. The device was used in a carotid stenosis surgery . The use is experienced in the device. The exoseal vcd was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Suitability of the femoral artery was confirmed via angiography, including the 30-45 degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be at least 5mm, and there were no visible calcium, plaque, stents, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the puncture site. The vessel did, however, have greater than 50% stenosis at or near the puncture site. The target femoral site had not been closed with any device or manual compression within the previous 30 days. An 5f cordis avanti+ short sheath was used with a retrograde left femoral approach. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until it engaged with the indicator wire cowling, locked with the handle assembly, and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window turned solid black with no red color observed during retraction. The exoseal vcd was securely locked with the vascular sheath introducer, and there was no issue or damage to the deployment lever. The user followed the 40° slow withdrawal technique. Pulsatile flow was observed from the bleed-back indicator, and both the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. After the bleed-back stopped, a further 1 cm withdrawal was made and the indicator window turned black-black. The device will be returned for analysis.